Manufacturer narrative:
P-cap locked in place properly during testing. Unit was received with original battery cap missing battery cap contacts. Unit was received with the following cosmetic damages: cracked case (battery tube), cracked case-corner of belt clip rails, label damage (faded), battery tube threads - cracked, cracked case, keypad overlay peeling, stained keypad overlay, cracked keypad overlay, missing display window/cover, scratched case, and pillowing keypad overlay. In summary, customer allegations for cosmetic damage were confirmed during visual inspection when cracked keypad overlay was noted. Additionally, unit was received with original battery cap missing battery cap contacts. Additional information has been received which was not included in the initial report. The information has been provided in below sections with this follow-up report. 1. Section h7 - checked recall box. 2. Section h9 - added battery cap recall number. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported that the pump's face front covering was peeling off and poked customer's skin and also damaged keypad. The customer reported no adverse event. The event involved product mmt-1880. Troubleshooting was performed for cosmetic damage and customer reported that the cosmetic damage affected pump's functionality. No harm requiring medical intervention was reported. The product mmt-1880 was requested, and customer response was the device will be returned. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions.